Event description:
Customer reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up from technical support planned.